Manufacturer narrative:
The investigation confirmed the reported pump stoppage via the submitted system controller log files. The log files contained approximately 35 days of data (24oct2017 ¿ 28nov2017 per time stamp). On (B)(6) 2017 at 23:56, the pump fell below the low speed limit (lsl) down to 7790 rpm before returning to the set speed. The pump fell below the lsl again on (B)(6) 2017 at 23:32 to 6450rpm before returning to the set speed. On (B)(6) 2017 at 10:11, the pump began struggling to maintain a speed above the lsl and stopped several times through the end of the log file. The entire observed pump stops and speed drops occurred while the controller was connected to the power module. There were no other notable alarms active in the log files. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2017 approximately 16 inches of the external portion/distal end of the driveline was returned. There multiple cuts in the silicon jacket approximately 4-5 inches away from the connector; there was no damage noted to the underlying layers. An electrical continuity test of the returned distal end portion of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The distal end of driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age device - 4 years and 7 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that two occurrences of low speed advisories were observed during review of device history. The patient denied receiving audible alarms for the events. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and observed two speed drops as low as 6450 rpm while the vad system was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. Post repair, the patient was placed on a normal grounded power module patient cable and additional pump stoppages occurred. The patient was scheduled to be discharged to home on an ungrounded patient cable and listed to status 1a on the transplant list. No additional information was provided.